Event description:
It was reported that the reservoir of this inflatable penile prosthetic was malpositioned and migrating through the prevesical space. Kinks in the tubing subsequently developed due to the malposition, rendering the device inoperable. No patient complications were reported.